Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion had mild tortuosity, mild calcification and a 99% stenosis. Direct-stenting of the vision stent delivery system (sds) was performed and the stent was deployed. However, the sds balloon ruptured at 14 atms when inflated for the second time. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - balloon ruptures can affected by balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity... To ensure this is not a manufacturing issue, all sds are 100% leak tested and a sampling are rupture tested. The lesion was mildly tortuous, mildly calcified and 99% stenosed, which may have contributed to the issue. Likely the balloon was damaged during interaction with the stent and/or lesion calcification. Direct stenting was performed. The IFU states: predilate lesion with ptca catheter. The reported balloon rupture appears to be related to the operational context of the product.